Event description:
It was reported that this was an arteriotomy closure of the left common femoral artery using the pre-close technique prior to an endovascular aneurysm repair (evar) procedure via a 12f sheath. Reportedly, the prostyle plunger was pushed and confirmed the engagement of needle and cuff by feeling a click; however, the plunger was not able to be pushed in; the collar did not make contact with the proximal end of the body of the device. The plunger was withdrawn, however, the suture was not deployed. The sutures of two new prostyle devices were successfully pre-placed. The evar procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no indication of a lot specific product quality issue. The cause of the reported difficulties cannot be determined. In this case, it is possible that a needle deflection occurred. This needle deflection may have resulted in the needle pressed against the foot, but not in the cuff preventing the plunger from full engagement. The subsequent treatments are due to the circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.